Event description:
It was reported by service report that there is a broken weld on the fowler. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - fowler weld.